Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient presented with right knee instability and patellar crepitus with symptoms of pain, swelling, adhesions, scarring, difficulty walking, and flexion instability. The patient underwent a right knee revision surgery to replace the liner and perform a synovectomy.

Event description:
It was reported that a right knee revision surgery was performed because a lump developed on the anterior side just below the knee cap.

Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.